Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately a year ago.

Event description:
It was reported that the patient was experiencing severe pain causing discomfort when placing pressure on the implantable pulse generator (ipg). The physician evaluated the pain and identified that the ipg was over the spine. It was also mentioned that the implant was causing the patient to collapse and pass out. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned due to facility protocol.